Manufacturer narrative:
Batch review performed on 26 february 2020: lot 165910: (B)(4) items manufactured and released on 18-jan-2017. Expiration date: 2022-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Additional implant involved: liner: mpact dm 01.26.2858mhc double mobility hc liner 28/dmi (k092265) lot. 1905492. Batch review performed on 26 february 2020: lot 1905492: (B)(4) items manufactured and released on 17-sept-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Additional implant involved: stem: sms solid 01.36.068 sms solid stem lat size 8 (k181693) lot. 182410. Batch review performed on 26 february 2020: lot 182410: (B)(4) items manufactured and released on 07-ago-2018. Expiration date: 2023-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1905634. Batch review performed on 26 february 2020: lot 1905634: (B)(4) items manufactured and released on 01-ago-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events.

Event description:
The patient came in due to signs of an infection and the pathogen is (B)(6). 20 days after primary surgery the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.